Event description:
It has been reported to philips that the allura system lost its motorized geometry functions. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Information found in duplicate complaint (B)(4) show that geometry errors were discovered only during the system's preventative maintenance. There was no risk or impact to the patient. Preventative maintenance is scheduled to find potential errors before they effect a procedure. Therefore, this is not reportable.